Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged while slitting the catheter. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.